Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was experiencing issues with charging the ins. The patient reported that the last several times she had tried to charge the ins, she noticed it takes over 5 hours to charge. The patient reported that it usually took her 2 hours. The patient reported that the controller was ¿not changing the stimulation intensity.¿ the patient clarified that she had the stimulation at 4.8, but she wasn¿t getting adequate coverage. The patient reported that she could usually feel stimulation and that the issue had been going on for about a week and a half. The patient confirmed that she hadn¿t had her settings changed and hadn¿t been reprogrammed. No further complications were reported.